Manufacturer narrative:
(B)(4). Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the hub. There was no contrast visible. The hypotube was separated 17.5cm distal to the strain relief tubing. The distal separated portion was not returned. The fracture face was ovaled as if kinked prior to separating. The hypotube jacket was separated at the same location. The material at the separation was stretched and jagged. There were two bends in the hypotube 13 cm and 16 cm distal to the strain relief tubing. There was no other damage noted to sds. Product performance engineering reviewed the incident information and analysis of the returned product. The stent delivery system (sds) was returned with blood on the hub and there was no contrast visible. The stent implant was stationary on the balloon between the markers of the tightly folded balloon with no damage noted. This is consistent with the reported information that the sds was inserted into the patient. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. There was no anatomical information available. Analysis confirmed the reported hypotube separation and noted the distal section of the separation was not returned. Return of the distal section and anatomical information may have assisted in the evaluation. Additional information was received stating that the separated distal section was discarded. The hypotube was separated distal to the strain relief tubing. The shaft separation faces were oval shaped and appeared to have kinked prior to the separation. The material at the separation was stretched and jagged. This type of failure is often attributed to ductile overload at a kink. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. There were two bends in the hypotube noted distal to the strain relief tubing. It is possible that there may have been difficult anatomical conditions which may have contributed to the failure to cross and a kink during the procedure and subsequently led to a separation during the attempt to cross the lesion. However, this can not conclusively be determined. The noted bends may have occurred during the procedure; however, most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for evaluation. A review of the finished product lot history records (lhr) did not reveal any nonconforming material records (ncmr) for this lot. Although a conclusive cause for the reported failure to cross, kink and detachment from source can not be determined there is no indication of a stent delivery system product deficiency. Product performance engineering will monitor the incident circumstances. The profile dimensions on all sds are confirmed by visual and dimension checks on the manufacturing line before release. Additional, a quality control (qc) audit inspection is used to verify the product quality. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: a shaft separation has caused or contributed to patient injury. Device issue: shaft separation. It was reported that two 2.5 x 28 mm xience v stent delivery system (sds) and a 2.5 x 23 mm xience v sds were unable to cross and the proximal shaft kinked. A 2.5 x 12 mm xience v sds was unable to cross in the left anterior descending artery and the proximal shaft kinked and separated into two pieces. The separation of the proximal shaft occurred during the procedure but outside of the patient. There was no adverse patient effect. No additional event or patient information is available.